Event description:
Was removing cap off of huber needle and the needle became disconnected from the port/connecter. This did not involve a patient. No needle sticks happened. But was concerned because it is a failure of this product and we use these daily to access ports on patients. It seemed as though the plastic covering was stuck on the needle (possible glue from manufacturer), but it was not secure.